Event description:
It was reported that patient asked to stop as. They had gotten multiple urinary tract infection from using purewick flex female external catheter. Their doctor advised to stop use immediately. Sent to customer service to start return. Patient stated wanted to return 2 unopen box of wicks no longer using. Representative processed exchange and scheduled a fedex. Patient advised the funds would get credited back to the call back once the supplies are returned and it would take up to 60 days and a 15-percentage restocking fee applies. Yes, medical intervention was provided. It was unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient asked to stop as. They had gotten multiple urinary tract infection from using purewick flex female external catheter. Their doctor advised to stop use immediately. Sent to customer service to start return. Patient stated wanted to return 2 unopen box of wicks no longer using. Representative processed exchange and scheduled a fedex. Patient advised the funds would get credited back to the call back once the supplies are returned and it would take up to 60 days and a 15-percentage restocking fee applies. Yes, medical intervention was provided. It was unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: b,d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.